Manufacturer narrative:
A getinge field service engineer (fse) evaluated this unit and confirmed the loss of contact connection. The fse disassembled and reassembled all the connections which solved the problem. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during /after patient transport the cardiosave intra-aortic balloon pump (iabp) equipment failed. It is unknown if there was a patient involved, but there was no harm, injury, or adverse event was reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, g7, h2, h3, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
After the problem was solved, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.